Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail 270um laser fiber was to be used in a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during unpacking, the laser fiber broke when it was removed from the package. The procedure was completed with another lighttrail 270um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Additional information received in investigation results: lot number 21775410. Investigation results: one lighttrail single use 270 m laser fiber was received for evaluation. Visual analysis revealed that the fiber was broken and measured approximately 256 cm from the top of the connector to the break. The fiber was kinked approximately 1.3 mm from the break. The remainder of the fiber including the distal tip was not returned. The condition of the returned device confirms the event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage.  A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail 270um laser fiber was to be used in a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during unpacking, the laser fiber broke when it was removed from the package. The procedure was completed with another lighttrail 270um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.